Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported issues with the insulin pump. Customer states that there is a button error alarm. Nothing further reported.

Manufacturer narrative:
Insulin pump had an intermittent button response due to moisture damage keypad trace. No button error alarm. Insulin pump had minor scratches on lcd window, cracked display window corners, cracked battery tube threads, broken belt clip slot, cracked reservoir tube lip.